Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed all functional testing including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08705 inches however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The pump was programmed with a test guardian link transmitter and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated to the programmed test value (5.6 mmol/l) properly and displayed correctly on the display graph. The pump was also programmed with test glucose meter. Pump communicated properly and recorded the (4.8 mmol/l) mg/dl value properly from glucose meter. No unexpected sensor related errors noted during testing.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to high blood glucose level. The customer treated high blood glucose level with bolus. The insulin pump passed the high pressure test. The customer also had sensor errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.